Event description:
The customer reported high bgs. Suggested the customer to take manual injections. Later the customer called back and stated that the pump had an alarm. Troubleshooting was performed. The customer used several sets and the reservoir is empty. A day after, the family member called back and indicated that the paramedics arrived. The contact wants to know if the customer should go to the hospital. Instructed the customer to contact their doctor for further medical advice.